Event description:
It was reported that the customer realized that the patient's weight can be changed manually on the device. However, the issue is that when a weight-based medication is ordered one day using that day¿s daily weight and then the next day a different weight-based medication is ordered using that day¿s weight, which is different. When the nurses go to program the pump they are just clicking through that screen and not stopping to verify that the auto-populated weight is correct. This is causing the medications to infuse at the wrong rates. The facility is currently educating the staff and emphasizing the importance of rate and dose verification. It has been identified that it is a systemic problem, involving multiple departments such as the ER and or as well. If the weight did not auto-populate, the rns would have to stop and enter the correct weight that was used in the order, thus eliminating this aspect of the problem. There was no report of adverse effects caused to any patient's from the events.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the complaint review board (crb), reviewing (B)(6) 2020 post-market data, did not find an increasing trend for the issue of weight based programming errors having breached a current 24 month z-score. Trending and reporting activities are performed by crb. The customer attributed to user programming the reported issue that there is an issue selecting correct patient weights leading to incorrect infusion rates of medications could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time; however the system is operating as designed for patient weight programming and a device malfunction is not believed to be occurring. The devices are used for treatment purposes.

Event description:
It was reported that the customer realized that the patient's weight can be changed manually on the device. However, the issue is that when a weight-based medication is ordered one day using that day¿s daily weight and then the next day a different weight-based medication is ordered using that day¿s weight, which is different. When the nurses go to program the pump they are just clicking through that screen and not stopping to verify that the auto-populated weight is correct. This is causing the medications to infuse at the wrong rates. The facility is currently educating the staff and emphasizing the importance of rate and dose verification. It has been identified that it is a systemic problem, involving multiple departments such as the ER and or as well. If the weight did not auto-populate, the rns would have to stop and enter the correct weight that was used in the order, thus eliminating this aspect of the problem. There was no report of adverse effects caused to any patient's from the events.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Were requested but not provided.

Event description:
It was reported that there is an issue selecting correct patient weights leading to incorrect infusion rates of medications. There was no reported patient impact.